Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: issue with implant packaging sticking.

Event description:
Healthcare professional reported, "issue with implant packaging sticking". Record is for unknown side.